Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensing led two inappropriate electric shocks. The s-ICD system was programmed at the time. It was also noted that the impedance was variable. The patient was in the hospital due to heart failure symptoms. Troubleshooting options were discussed and recommended. Then, the physician decided to keep the s-ICD system off. Currently, this product remains in service and no additional adverse patient effects were reported.